Manufacturer narrative:
Event description correction updated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that a dynamic hip screw (dhs) hardware removal and revision was performed on (B)(6) 2017. The original hip fracture repair was a few days prior on (B)(6) 2017. Subsequently, the surgeon was unhappy with the positioning of the original 2-hole dhs plate, and the patient was returned to the operating room to replace the plate with a larger 4-hole dhs plate. Surgeon felt that a longer plate would compress the fracture femur bone area better. (This event captured on (B)(4)) during the revision on (B)(6) 2017, the surgeon left the lag screw from the original surgery implanted. He removed the cortex screw and the original 2 hole dhs plate. As the surgeon was trying to implant the larger 4 hole dhs plate, the threads on the end of the coupling screw instrument broke off into the lag screw (they were not able to use a compression screw). There was a surgical delay of approximately one minute to figure out how to proceed. (This event captured on (B)(4)) fragments threads from the broken coupling screw instrument remain in the lag screw that is implanted into the patient¿s femur. Removed hardware included the original 2-hole plate (intact) and one cortical screw (intact). The final revision construct was the 4-hole dhs plate, the lag screw and (3) cortical screws. No additional x-rays or other medical intervention were required. The procedure was completed successfully with the patient in stable condition. This reports for one (1) devices.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not available for reporting. This report is for unknown dhs plate 2 hole /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) hardware removal and revision was performed on (B)(6) 2017. The original hip fracture repair was a few days prior on (B)(6) 2017. Subsequently, the surgeon was unhappy with the positioning of the original 2-hole dhs plate, and the patient was returned to the operating room to replace the plate with a larger 4-hole dhs plate. Surgeon felt that a longer plate would compress the fracture femur bone area better. (This event captured on (B)(4)) during the revision on (B)(6) 2017, the surgeon left the lag screw from the original surgery implanted. He removed the cortex screw and the original 2 hole dhs plate. As the surgeon was trying to implant the larger 4 hole dhs plate, the threads on the end of the coupling screw instrument broke off into the lag screw (they were not able to use a compression screw). There was a surgical delay of approximately one minute to figure out how to proceed. (This event captured on (B)(4)) fragments threads from the broken coupling screw instrument remain in the lag screw that is implanted into the patient¿s femur. Removed hardware included the original 2-hole plate (intact) and one cortical screw (intact). The final revision construct was the 4-hole dhs plate, the lag screw and (3) cortical screws. No additional x-rays or other medical intervention were required. The procedure was completed successfully with the patient in stable condition. This reports for one (1) devices. Concomitant device: dynamic hip screw (dhs); (quantity 1 each). Cortex screw: (quantity 1 each). This report is 1 of 1 for (B)(4).